Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided, and the following was observed: presence of calcification in the landing zone. The balloon is burst radially at the distal balloon shoulder. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The balloon burst has been confirmed based on the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the reported event, as imaging review confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra resilia valve, a commander delivery system balloon rupture occurred during valve deployment. The reporter noted that the rupture was identified during inflation, and blood was seen in the syringe. The delivery system was pulled back into the sheath, and both the commander system and the esheath+ were removed together. A new 14 fr esheath+ was inserted, and the implanted valve was post-dilated using a 24 mm non-ew balloon. The reporter indicated that annular-to-lvot calcium was the perceived root cause of the balloon rupture. No injury or additional complications were reported, and the patient remained in stable condition following the procedure. The device-related imagery was reviewed, and the following was observed: balloon burst radially at the distal balloon shoulder.

Manufacturer narrative:
Investigation is ongoing.